Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. After investigation, the system correctly flagged a dose as unmeasurable due to a bubble and prompted the user manually input the dose into the system as well as a flagging a dose that did not add up to the correct amount. The system was working as designed.

Event description:
It was reported that kit tablet had recording issues. This occurred on 2 occasions. The following information was provided by the initial reporter: material no. 516704, batch no. 20028t02. It is reported customer performance issues with recording drugs and volumes. Verbiage received, - "1. Date: (B)(6) 2021, case 218, cart-1, sensor 9404. From comment section in an intelliport phase iii survey: "lidocaine did not detect for unclear reason. 08:36 lidocaine 60 mg (3 ml) but registered "volume not measured. Dose given?" - user input 3 ml (60 mg) at 8:38." "2. Date: (B)(6) 2021, case 219, cart-1 sensor 9502. From comment section in an intelliport phase iii survey: "propofol dose not measured for unclear reason". 11:51 propofol 50 mg (5.0 ml) but registered "confirm volume and dose" - user input 5 ml (50 mg) at 11:52."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that kit tablet had recording issues. This occurred on 2 occasions. The following information was provided by the initial reporter: material no. 516704, batch no. 20028t02. It is reported customer performance issues with recording drugs and volumes. Verbiage received, - "1. Date: april 15 2021, case 218, cart-1, sensor 9404. From comment section in an intelliport phase iii survey: "lidocaine did not detect for unclear reason. 08:36 lidocaine 60 mg (3 ml) but registered "volume not measured. Dose given?" - user input 3 ml (60 mg) at 8:38." "2. Date: april 15 2021, case 219, cart-1 sensor 9502. From comment section in an intelliport phase iii survey: "propofol dose not measured for unclear reason". 11:51 propofol 50 mg (5.0 ml) but registered "confirm volume and dose" - user input 5 ml (50 mg) at 11:52."